Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "unspecified issues, removed" (no info [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). A user facility reported that an intraocular lens was removed due to "issues with the lens". A clinic director reported the iol was removed through an enlarged incision. The clinic director indicated the use of an unapproved viscoelastic. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. An unapproved viscoelastic was used during the surgical procedure. Additional info was requested on 07/22/2010, 07/23/2010, 08/12/2010, 08/16/2010 and 08/17/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4)